Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were seeing enter MRI mode screen and stated their stimulation was off; agent advised patient to press cancel. Agent walked patient through using stim on/off button to turn stimulation on and patient repeated that they could feel the stimulation in their legs, but wanted it in their lower back. Patient reported they were currently on group b; agent had patient switch to group a and patient reported they still could only feel the stimulation in their upper legs. Agent redirected the patient to their healthcare provider (hcp) and manufacturer representative (rep) to further address.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for the past few weeks, their stimulation had been turning off and they couldn't figure out how to turn it back on. Patient said they tried working with the controller to turn stimulation back on, but couldn't stay on the stimulation screen; patient was charging ins at time of call and was up to 50%. Agent walked patient through how to turn stim back on using the stimulation on/off button on the top of the controller. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed stim may be turning off because the charge of their ins gets too low; patient will monitor and call back if issues persists.

Event description:
Additional information was received from the patient. They called back regarding the same issue. Patient stated that the stimulation would turn off for them. Agent checked settings on patient's controller. Patient confirmed seeing the battery screen with the controller: 100% and the ins: 60% recharging excellent. Patient also confirmed seeing a green halo around group a. Agent reviewed that their stimulation was on. Patient then checked program 1 and confirmed stimulation was off on that program. Patient turned the stimulation on program 1 on and patient could feel the stimulation but they wanted to increase the intensity. Agent walked patient through increasing the intensity and patient confirmed they could feel it on their legs. Patient wanted the stimulation to be on their lower back. Agent tried changing groups for patient but patient had only one group programmed. Agent redirected patient to healthcare provider (hcp) to further address the issue. Patient mentioned they will be having a shot on their spine in the future. Patient also stated meeting with a manufacturer representative (rep) about changing to stimulation target spot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.